Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with a detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was conducted according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the nozzle was clogged due to the presence of foreign object in it. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, foreign objects in nozzle. Additionally, due to wear of angle wire, the play of upward/downward angulation control knob does not meet the standard value. Due to deterioration of adhesive on bending section cover a chip, a crack and white-clouded area were found. Nozzle was clogged hence water removal ability did not meet the standard value. Adhesive around objective lens is peeled and has white-clouded area. The insertion tube is deteriorated due to the handling issue. Scratches were found on plastic distal end cover and on universal cord. Both, connecting tube and universal cord has a wrinkles. The objective lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface. Crack of resin part due to impact such as dropping/ physical/chemical stress caused by handling was found on light guide lens. Paint on suction cylinder was peeled. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.